Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized because her blood glucose levels were unstable. Customer's blood glucose level was 420 mg/dl. Customer treated with bolus and manual injections on (B)(6) 2014. Customer did not contact her health care professional. Customer's last blood glucose level was 230 mg/dl. Customer stated that she has been crashing into the 30-40 mg/dl range in the middle of the night. Customer was advised to talk to her health care professional about the low blood glucose levels. Customer reported that there was an emergency room visit for her high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 448 mg/dl at the time of the visit and customer had been bolusing for her high blood glucose levels all day. The cause of the visit was possibly due to a virus and dehydration. A ½ inch air bubble was found next to the connector cap, but otherwise, pump passed the high pressure and priming tests. No additional information provided.